Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported issues with two active inpens, where the dispense button had very little to no resistance, leading to uncertainty about insulin delivery. Blood glucose value at the time of event was 300 mg/dl. The customer was treated with manual injection. The event involved product(s) mmt-105elblna. Troubleshooting was offered but declined by the customer, who requested replacements for both inpens. The customer was instructed to discontinue use of the inpens, revert to a backup plan per healthcare professional instructions, and follow the product replacement policy. No further patient complications were reported. The customer will discontinue use of the insulin pen. Mmt-105elblna was requested and the customer response was that the device will be returned for analysis.

Manufacturer narrative:
No physical damage to cartridge holder, or inpen front and back shell was noted. Unit paired successfully to commercial app. Inpen received with leadscrew fully retracted. Inpen passed baseline and wireless functionality. App logbook displayed: 14.5u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Inpen passed displacement dose accuracy. Performed leak test and no priming anomaly was noted. Inpen passed front cap investigation. In conclusion: inpen received working as design. No malfunctions noted during testing that could affect insulin delivery. Unable to verify alleged high bg. The patient complaint of inpen not working and possible under delivery could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.